Manufacturer narrative:
This cypher is not distributed in the us however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This male patient with a medical history of hypertension and previous coronary intervention (pci), was admitted for emergent coronary evaluation, and intervention secondary to acute myocardial infarction. Angiography revealed a 100%, de novo, eccentric, 20mm, type b2 lesion in the first diagonal branch. The vessel diameter was 2.5mm. There was no flow through the vessel. Aspirin, ticlid and heparin were administered. Act's were not measured during the procedure. The lesion was predilated with a 2.0 x 20mm balloon inflated three times, to 10 atms, 12 atms, and 15 atms, in order to successfully open the vessel. A 2.5 x 23mm cypher stent was positioned within the lesion site and was deployed to 8 atms. The stent was not post dilated. Residual stenosis was 0% and flow through the vessel was timi iii. Fluoroscopic evaluation post stenting confirmed sufficient stent apposition to the vessel wall. The patient was discharged with orders for daily administration of aspirin, and ticlid thirteen days later, the patient returned to the hospital to treat an additional lesion in the left circumflex artery (lcx) that was noted during the index procedure (planned, staged procedure). The patient denied any cardiac symptoms. The lesion in the lcx was successfully treated without complications. Angiography of the previously placed cypher stent in the diagonal branch revealed a thrombus. Balloon inflations were conducted with a 2.0 x 20mm rosso balloon inflated twice to 4 atms and 8 atms. The patient was discharged to the recovery area in stable condition. The treating physician believes that the cause of the thrombotic event is likely due to stent underdilation and to the patient's emergent presentation (acute mi).